Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was confirmed using logs, logs revealed recurring error u-02 on (B)(6) 2026. During testing, the erbe unit displayed error code u-02 on start and erbe log showed c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the customer experienced repeated u-02 errors on the vio dv 2.0 integrated electrosurgical unit (erbe). Technical support engineer (tse) guided the customer through a workaround with disconnecting the foot pedal connections at the back of the erbe. After performing the workaround, the u-02 error persisted. Tse advised connecting a force triad; however, customer was unable to locate the required integration cable. The customer stated that their only other system was currently in use. The procedure was aborted with no patient involvement.